Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the clinic after receiving shocks. The device was interrogated, and it was found that the patient was in a ventricular fibrillation (vf) episode and the device appropriately delivered eight shocks. Technical services (ts) was consulted for further review of the episode. Upon review, the presenting electrogram (egm) showed that the first seven shocks did not convert the rhythm and all had high out of range shock impedance codes 1005 on the right ventricular (rv) lead, which indicated an open circuit condition was detected. The eighth shock was able to successfully convert the rhythm. Further review showed that the rv lead shock impedances had been gradually increasing till they measured to be greater than 125 ohms which is considered to be out of range. It was noted that the patient went into cardiac arrest and was successfully resuscitated by the device. Ts discussed possible causes and recommended for the rv lead to be replaced. Subsequently, a replacement procedure was performed. This rv lead was surgically abandoned, and the ICD was explanted. The ICD and rv lead were replaced with a new device and lead. No additional adverse patient effects were reported.